Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed, and no issues were identified. Customer successfully resumed insulin delivery. There was no reported impact to customer¿s blood glucose level.